Event description:
Distributor informed raumedic sales employee by email relating to the following information. After implantation via bolt the catheter neurovent-p shows high implausible icp values. After a few minutes the catheter has been explanted and a new catheter has been applied. After exchange plausible icp values were obtained. The catheter change had no influence on patient state of health. The first catheter displayed after explantation still the same implausible icp values.

Manufacturer narrative:
Evaluation summary: the catheter was submitted to us and we have tested it. All four sensor wires on the circuit board are torn off. The cause is accidental overexpansion of the catheter (patient transport...). The user detected the malfunction; no harm to patient. Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter (neurovent-p-temp, e8180010) met specification during manufacturing. Final inspection of returned was carried out. Root cause analysis identified, that all four sensor wires on circuit board were torn off. Based on knowledge that the final inspection of the finished catheter was passed and the catheter was delivered with proper functionality, tearing of wires must be caused by an accidentally user error (for example by overexpansion of the catheter). Acc. To IFU prior and during the examination/application the pressure catheter must not be bent, stretched or squeezed as well as manipulated by surgical tools. User recognized malfunction. No harm to the patient occurred.